Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tacking hernia mesh on a laparoscopic inguinal hernia repair, the first tacker would not properly load the unit. Once insecurely attached, the loading unit fell into the abdomen of the patient and was retrieved using graspers. In addition, a few misfired tacks were dropped into the abdomen which were also retrieved using the graspers. The instrument was put aside and a new one was opened. The second tacker loaded properly but when firing, it did not securely fasten the mesh. The instrument had trouble firing on soft tissue as well as cooper's ligament. Another device was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the first returned product noted no abnormalities. A visual inspection of the second returned product noted the timing was disrupted. One fully applied single use loading unit (sulu) with disrupted timing and no scratches on the inner tube was received. A functional evaluation found that the articulation knob of both instruments functioned properly. A test sulu was loaded onto the first instrument. The handle was actuated and it was fired down on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure th at products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.